Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system zebra printer required replacement. A field service engineer (fse) identified that the zebra printer was jamming labels. The printer was opened, and the cutter assembly was inspected, where the lifter bar was found to be returning to the bottom position. Attempts were made to clean label residue from the component; however, this was unsuccessful. The zebra printer was replaced, and the new printer was configured under printing preferences and printer defaults. The fse tested the printer using windows and zebra drivers, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es zebra printer required replacement. The cutter was bending the labels as they fed through, causing them to get stuck and repeatedly jam, which interrupted the printing process. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.